Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer observed air bubbles in the luer lock connection during the last 6 days. The customer's blood glucose level was not impacted. As the customer was not currently experiencing this issue, no troubleshooting could be performed. Tandem technical support educated the customer in regards to verifying that a tight luer lock connection is obtained in order to prevent air bubbles from occurring.